Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (uniht) fractured inside of the implant. The implant had to be removed. Tooth location 12.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite implant (oss411) was received with a gold-tite hexed uniscrew (unihg). Visual inspection of the returned products identified that the screw had fractured horizontally across the threads. Portion of the fractured screw was stuck inside the implant. Malfunction has occurred and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated. Device evaluated by manufacturer: change "no" to "yes".